Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
C50792, c34483, c64343 - reoperation. Section a: patient information not provided section b3: incident date was not provided. Section d4: lot number not provided. Section d4: UDI not provided. Section d8: re-processing information not provided. Section h4: since the lot number was not provided, this information cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The procedure performed was a total vaginal hysterectomy and bilateral salpingo-oophorectomy, cystocele repair with mesh placement in the anterior vaginal wall, vaginal vault suspension to the uterosacral ligaments (intraperitoneal colpopexy); suburethral sling and cystoscopy. The preoperative diagnosis and postoperative diagnosis was uterovaginal prolapse, enterocele, cystocele, stress urinary incontinence. An additional procedure was performed on (B)(6) 2009. The procedure performed was a laparoscopic enterocele repair, laparoscopic sacrocolpopexy - ams y-mesh graft, laparoscopic paravaginal repair, and cystoscopy with indigo carmine. The preoperative diagnosis and the postoperative diagnosis was history of mesh anterior procedure, history of tvh and uterosacral ligament, vaginal vault prolapse, enterocele, cystocele - paravaginal defects, incomplete bladder emptying, frequency urinary, and urgency of urination. An additional procedure was performed on (B)(6) 2010. The procedure was a posterior repair, graft augmentation, perineal sheft perineoplasty/scar revision, and cystoscopy with indigo carmine. The preoperative diagnosis and postoperative diagnosis was rectocele, vaginovulvar scarring, perineal skin shelf of 3cm distal, and frequency of urination. An additional procedure was performed on (B)(6) 2014. The procedure was a cystoscopy, excision of caruncle, and evacuation multiple bladder calculi. The preoperative diagnosis was urethral caruncle, cystocele. The postoperative diagnosis was urethral caruncle, cystocele, and bladder calculi. An additional procedure was performed on (B)(6) 2015. The procedure performed was a release of tension fibrosis scar and mesh on the right side of the sulcus area periurethrally. The preoperative diagnosis and postoperative diagnosis was (B)(6) with multiple pelvic vaginal surgeries performed in the past with a hysterectomy, sacrocolpopexy, posterior repair, anterior repair, sling, done by multiple physicians with pain in the vaginal are and a cystocele of 3rd degree, wanted only the repair of the pain in the right sulcus area due to the mesh tension on that side.